Event description:
The customer stated, that he tested his glucose and received a high reading of 345 mg/dl. He performed a control test and received a reading of 349 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. No product will be returned at this time.